Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. Received customer picture. We have no further inventory of the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The cause of the event cannot be determined.

Event description:
The customer provided a photograph and advised the serum is not separating from the red blood cells. The customer advised the tubes were allowed to clot for 45 minutes and centrifuged for 15 minutes.